Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of (B)(6) (importer). Manufacturers ref# (B)(4). Name and address for importer site: (B)(6). Registration no.: (B)(4). Summary of investigational findings: investigation is based on event description and image review. 13 months after filter placement there were 11 filter legs with a grade 1 filter leg interaction with the ivc wall and one grade 2 interaction. The filter was not scheduled to be removed because the patient was unwilling to undergo retrieval, but was taking anticoagulant. Imaging provided demonstrated placement of a gunther tulip ivc filter in the infrarenal location without evidence of significant tilt or immediate penetration. Follow-up x-ray and CT scan 13 months later demonstrated no significant change in tilt or evidence of migration of the ivc filter. However, there was interval development of grade 1 interactions involving 3 of the 4 primary filter legs, all of the secondary filter legs, and a grade 2 interaction involving the primary filter leg at the 9:30 o'clock region. This filter foot barely extended through the ivc wall but does appear to terminate in the pericaval fat. There is no evidence of pericaval inflammatory changes to suggest hemorrhage. The cause of penetration, at this point, is indeterminate, but importantly, if the filter is no longer clinically indicated, retrieval should be considered to help avoid worsening penetration or other filter related complications. As stated in the complaint report, the patient was taking anticoagulation, but refused filter retrieval although there is no longer a clinical indication for the filter to be present. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is no evidence to suggest that this filter was not manufactured according to specifications and nothing indicates that it did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress.

Event description:
Description of event according to study: grade 2 filter leg interaction reported. During the index procedure on (B)(6) 2017, the patient received a gunther tulip® filter. The primary reason for filter placement was a current dvt and contraindication to anticoagulation due to recent trauma and major bleeding (within 30 days) and planned orthopedic surgery ((B)(6) 2018). The inferior vena cava (ivc) diameter at the intended filter location was 24 mm. The ivc had no anomaly or thrombus prior to filter placement. Using the right common femoral vein as the access site, a gunther tulip® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 11=16 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after placement. Analysis of the placement procedure venacavagram revealed the ivc diameter at filter location was 14.8 in ap view. No ivc anomaly was present. Thrombus in the ivc was not assessed. The filter was placed in the ivc infrarenal site. There was no evidence of filter deformation or migration. Filter tilt was 11.4 degrees in the ap view per venogram. There was no extravasation of contrast and filter legs did not appear outside the column of contrast after filter placement. On (B)(6) 2017 (two days post-procedure), the post-procedure x-ray was performed. There was no evidence of filter fracture, embolization, or migration. Filter tilt was 11=16 degrees. Analysis revealed no evidence of filter fracture, deformation, or embolization. Migration was not assessed. Filter tilt was 0.6 degrees in ap view and 7.5 degrees in lat view. On (B)(6) 2018 (399 days post-procedure), a clinical follow-up abdominal CT scan was performed. There was no evidence of filter embolization or filter leg interaction with the ivc wall. Analysis of the CT revealed no evidence of embolization. There were 11 filter legs with a grade 1 filter leg interaction with the ivc wall. There was one grade 2 filter leg interaction, but no hemorrhage, hematoma, or other clinical findings were observed at the perforation/puncture site. There were no grade 0 or 3 filter leg interactions. The ivc filter was not scheduled to be removed because the patient was unwilling to undergo retrieval. The patient was taking apixaban. Patient outcome: no clinical sequelae reported. The patient remains in the study.